Event description:
It was reported that the user experienced hyperglycemia while using the ilet following breakfast, with blood glucose rising from 150 mg/dl pre-meal to a peak of 330 mg/dl and remaining above target for an estimated two hours; supplies had been changed the prior evening and glucose values were reported as stable overnight. Symptoms included no acute clinical effects. Outcomes included no professional medical intervention, no backup therapy use, and no reported ketone testing. Investigation included complaint handling and troubleshooting with user education. Investigation of this case revealed no device malfunction identified and the cause of the hyperglycemia remained unclear during early therapy adaptation. It was concluded that the event was consistent with hyperglycemia of unclear cause during initial therapy and that no injury occurred.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.